Event description:
On (B)(6) 2018, upon interrogation, the subject device displayed the warning message ¿[a3] technical issue on (B)(6) 2018. Defibrillation system potentially ineffective. Contact sorin.¿.this device is being used as a live demo for internal use only in technical services and, this warning message was displayed on the first interrogation performed on this device since being received by technical services. The battery curve appears to show a pattern of rapid battery depletion. Be aware that this device was taken from us crm inventory and the device was in the possession of an engraver being marked ¿not for human use¿ from (B)(6) 2018.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
On (B)(6) 2018, upon interrogation, the subject device displayed the warning message "[a3] technical issue on (B)(6) 2018. Defibrillation system potentially ineffective. Contact sorin.". This device is being used as a live demo for internal use only in technical services and, this warning message was displayed on the first interrogation performed on this device since being received by technical services. The battery curve appears to show a pattern of rapid battery depletion. Be aware that this device was taken from us crm inventory and the device was in the possession of an engraver being marked "not for human use" from (B)(6) 2018 ¿ (B)(6) 2018.

Manufacturer narrative:
The preliminary analysis revealed that a current overconsumption occurred, possibly triggered by an electrostatic discharge. (Patient code) modified.

Event description:
On january 29th 2018, upon interrogation, the subject device displayed the warning message ¿[a3] technical issue on (B)(6) 2018. Defibrillation system potentially ineffective. Contact sorin.¿. This device is being used as a live demo for internal use only in technical services and, this warning message was displayed on the first interrogation performed on this device since being received by technical services. The battery curve appears to show a pattern of rapid battery depletion. Be aware that this device was taken from us crm inventory and the device was in the possession of an engraver being marked ¿not for human use¿ from january 12, 2018 ¿ january 22, 2018.

Manufacturer narrative:
The preliminary analysis revealed that the reported battery depletion was due to an internal current overconsumption, which was most likely caused by an electrostatic discharge.

Event description:
On (B)(6) 2018, upon interrogation, the subject device displayed the warning message "[a3] technical issue on (B)(6) 2018. Defibrillation system potentially ineffective. Contact sorin.". This device is being used as a live demo for internal use only in technical services and, this warning message was displayed on the first interrogation performed on this device since being received by technical services. The battery curve appears to show a pattern of rapid battery depletion. Be aware that this device was taken from us crm inventory and the device was in the possession of an engraver being marked "not for human use" from (B)(6) 2018 - (B)(6) 2018.